Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 65 mm diameter abdominal aortic aneurysm. The aortic neck was 24 mm in diameter proximally and 26 mm distally and it was 15 mm in length. It was reported that a recent CT with contrast revealed an unknown type of endoleak. Recent cts revealed that the aneurysm has expanded from 5.3 cm in diameter to 5.6 cm in diameter in a two month time period. No intervention was performed. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: it was reported that the patient was hospitalized and there was an intervention performed three years and one month post implant because the volume of the aneurysm had continued to grow. It was noted that there was no type ii endoleak seen, but two lumbar arteries were embolized. The investigator assessed this event to be aneurysm related and not related to the device or the procedure. The event was reportedly unresolved. Follow up imaging at three years and three months post implant still showed an unknown endoleak. The patient will be monitored by their physician.

Manufacturer narrative:
(B)(4).